Manufacturer narrative:
Three opened slit knives were received in blade protector trays for the report of dull. The returned samples were visually inspected and sample 1 was found non-conforming with a damaged cutting edge, while samples 2 and 3 were found to be conforming. Since sample 1 was received damaged and sample 2 was damaged during removal of the blade from the handle, penetration testing could not be performed. Sample 3 was functionally tested for penetration and was found to be conforming. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Since one knife was conforming, one knife was damaged in the lab, and the third knife was received damaged, the exact root cause could not be determined from the investigation performed. The damage to the first sample (sample 1) is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that four knives were dull while in use in four surgical procedures. The knives were exchanged to complete the procedures with no harm to the patients.